Event description:
The customer reported a leak from within the coulter lh 750 hematology analyzer. The leak was less than 1000 ml and not contained within the instrument. The instrument was generating white blood cell voteouts when the leak was observed. There was no direct physical contact with the leak. The customer was wearing gloves and a lab coat at the time of the event. No erroneous results were generated in connection with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to the site to evaluate the instrument.

Manufacturer narrative:
The fse found tubing popped off from port 10 on the blood sampling valve (bsv). The fse trimmed and reattached the tubing, and the instrument ran without leaks or voteouts. (B)(4).